Event description:
Reporter indicated that a vns patient had a lead fracture during a lead revision surgery. A lead fracture was not visualized by the reporter. X-rays were taken but were not released to the manufacturer. High lead impedance readings were obtained five days prior to surgery and the vns was disabled. The patient was also experiencing an increase in seizures. It is not known if the seizure increase was greater than pre-vns baseline levels or if there was any patient trauma or device manipulation. Due to incompatibility with the new lead, the patient also received a new generator. The explanted lead and generator were discarded by the hospital.

Manufacturer narrative:
Device failure is suspected.